Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 600 mg/dl. Customer¿s current blood glucose value was 312 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a pin. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.